Event description:
It was reported that following a percutaneous peripheral intervention (ppi), an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed no calcification or stenosis around the puncture site. The lumen diameter was unk. A radifocus sheath was used during the procedure (size unk). Twenty four hours post deployment, the pt experienced re-bleeding and manual compression was applied. A low pulse rate at the posterior dorsalis pedis was then noted and an ultrasound performed. The ultrasound revealed thrombotic stenosis from around the knee toward the peripheral artery, blood flow disturbance around the posterior tibial artery, and a thrombosis of the popliteal artery. No anomaly was noted at the puncture site. The embolus was successfully removed with a fogarty catheter, and the blood flow improved. All the substances isolated by fogarty catheter were thrombi. It was noted that the thrombi might have developed while applying manual compression for re-bleeding. The pt was discharged from the hospital about one week after the embolectomy (discharge date is unk).

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding of a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions that if an embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the pt (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.